Event description:
The hospital reported that the screen changed to standby, while the ventilator was connected to the patient, as if the standby button had been pushed. The ventilator did not ventilate at that time, but it did alarm. No one recalls an error code.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility. MFR provides product failure investigation, analysis and resolution for the device described in this report.